Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this 25mm device was implanted. Tee revealed a well seated mitral prosthesis. There was a moderate amount of central regurgitation and a small perivalvular leak. However, given the patient's overall status ((B)(6), elderly, frail, recent acute myocardial infarction), the surgeon did not feel the redo of the valve was warranted as the mitral insufficiency was considerably less than at the onset of the procedure. The patient was noted to have tolerated the procedure marginally well and was transported back to the intensive care unit in critical but stable condition. In the early post-operative period in the ICU, the patient developed worsening hypoxemia, organ failure, and was severely anemic. The hospital was unable to adequately resuscitate the patient, given her (B)(6) status, and she died of cardiovascular collapse and cardio-respiratory failure shortly after surgery.

Manufacturer narrative:
Cardiovascular collapse & cardio-respiratory failure method: device remains implanted additional manufacturer narrative: regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. In this case, the surgeon indicated if the patient were healthy enough, the valve would have likely been replaced. However, due to the patient's frailty, the device remained implanted as the regurgitation was considerably less than at the onset of the procedure. Due jehovah's witness status, she was not able to be resuscitated and the patient expired. No information was provided to edwards indicating the device caused or contributed to the patient's expiration. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.